Manufacturer narrative:
B5 describe event or problem - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient mentioned that the cgm was not working because the egv was just dropping. Sometime, the egv was 300 mg/dl on the tandem t: slim x2 insulin pump sometime after the sensor was put on the arm. In response, the husband contacted emergency services, and she was transported to the hospital via ambulance. Upon arrival, she was diagnosed with pneumonia and dka and admitted to the intensive care unit (ICU). During the ICU stay, her insulin pump was removed, and blood sugar levels were regulated through insulin administration. Additionally, intravenous (IV) antibiotics were administered to treat the pneumonia. Following these interventions, the customer¿s condition improved. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient reported a sudden rise in egv to approximately 300 mg/dl on the tandem t:slim x2 insulin pump. In response, the husband contacted emergency services, and she was transported to the hospital via ambulance. Upon arrival, she was diagnosed with pneumonia and dka and admitted to the intensive care unit (ICU). During the ICU stay, her insulin pump was removed, and blood sugar levels were regulated through insulin administration. Additionally, intravenous (IV) antibiotics were administered to treat the pneumonia. Following these interventions, the customer¿s condition improved. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.